Event description:
It was reported that the customer experienced an issue where system gives message to remove instrument from arm 3 upon startup. There is no instrument installed. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported 23087 error was confirmed in logs but could not be replicated during in-house testing. Logs indicated an encoder fault on the yaw axis, confirming the fault occurred in the field. A visual inspection found no issues related to the reported event. The unit was installed on a golden system and functioned as expected. It was then installed and passed all relevant testing within specification. Failure analysis performed a physical inspection of the hall encoder on the yaw motor module and found no signs of damage or loose components. Additionally, the yaw connection port on the aca pca was inspected and confirmed to be undamaged and secure. As a result of this investigation, failure analysis was unable to identify the root cause. However, because the yaw motor module is consistent with the reported event, it will be considered a potential root cause.